Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient experienced inflation issues for two months with an inflatable penile prosthesis (ipp) as it was indicated that when the pump was pressed it would collapse and the cylinders would not inflate. Troubleshooting was attempted to no avail. Fluid loss was the suspected cause for the device problems. A surgical procedure was scheduled for november, 2021. The patient did not experience any adverse events.

Event description:
It was reported that this inflatable penile prosthesis (ipp) exhibited inflation issues for two months; when the pump was pressed it would collapse and the cylinders would not inflate. Troubleshooting was attempted to no avail. Three months later, the patient underwent a replacement surgery due to fluid loss. The cylinders and pump were removed and replaced; however, it was indicated that the reservoir could not be explanted due to the patient anatomy and a complication with a hernia. No patient complications were reported.

Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes that the reported allegations of inflation issues, fluid loss, and pump dimpling could not be confirmed through product analysis. Device history record (DHR) review: DHR and ship history reviews cannot be performed as the serial/lot number for this component was not available. Technical analysis: upon receipt at our post market quality assurance laboratory, this inflatable penile prosthesis was thoroughly analyzed. Visual inspection of the cylinders identified wear at folds in both cylinder bodies. The first cylinder had multiple holes in the proximal portion of the outer tube consistent with explant damage. This cylinder could not be pressure tested; however, the second cylinder performed within specification. The pump was visually inspected, revealing a hole in the kink resistant tubing (krt) junction, again consistent with explant. The damaged tubing was removed. The pump then underwent functional testing and performed within specification. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Investigation conclusion: based on the information available, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that this inflatable penile prosthesis (ipp) exhibited inflation issues for two months; when the pump was pressed it would collapse and the cylinders would not inflate. Troubleshooting was attempted to no avail. Three months later, the patient underwent a replacement surgery due to fluid loss. The cylinders and pump were removed and replaced; however, the reservoir could not be explanted due to the patient anatomy and a complication with a hernia. No additional patient complications were reported.